Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported that the 2.2x16 non locking screw head broke while tightening into a 5 hole mini plate, piece left in patient.